Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away at a hospital. The cause of death was heartache and organ failure due to infection. The patient was implanted with an implantable pulse generator (ipg) system.